Event description:
It was reported that the pulse generator exhibited end-of-life (eol) after three years of implant. On (B)(6) 2010 battery voltage was 2.73 v, impedance was less than 1 kohms and longevity was 1 - 1.5 years. On (B)(6) 2011 battery voltage was at 2.68 v, impedance was at 1.8 kohms and longevity was 0.5 - 0.75 years. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a defective capacitor, resulting in premature battery depletion.